Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: (3.0, 1.0, 2.7). All three tests were taken within one hour altogether. Patient's therapeutic range is unknown.

Manufacturer narrative:
Pending investigation.